Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer was experiencing low blood glucose. Blood glucose level at the time of the incident was 51 mg/dl. Customer was in emergency room as a result of low blood glucose. Customer¿s other blood glucose levels were 250 mg/dl, 275 mg/dl. Customer was using insulin pump system within 48 hours of reported low blood glucose event. Customer treated with food. Customer stated auto mode feature was active at the time of incident. The insulin pump will not be returned for analysis.